Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the inability to access the smart remote manager, as the application reported a failure. A field service engineer accessed the smart remote manager with the key to trigger a failure to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a refrigerator door failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.